Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during a surgery the patient had difficulty in breathing, and it was suspected that the balloon was leaking. Intervention was performed by adjusting the endotracheal tube, but there was no effect, and the patient's blood oxygen saturation decreased. There was a 30 minute delay in the procedure. On follow up, the cuff was successfully inflated. Leak was discovered after intubation had taken place after half an hour. After pulling out, it was found that the product still could not be inflated. Tried to inflate the cuff but was useless.